Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned to the complaint investigation site with a tear in the lumen, 10mm proximal to the proximal markerband of the balloon. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon could not be inflated, which is consistent with the tear in the lumen. The lumen and midshaft were kinked and damaged from 45mm distal to the port to 15mm proximal to the port. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Resistance was encountered upon the advancement of a 0.015 inch product mandrel due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 3.00x32 mm taxus liberte stent was unable to be inflated. The restenosed lesion being treated was located in the tortuous, moderately calcified mid left anterior descending (lad) artery. When the stent was delivered to the lesion, the physician was unable to inflate the stent. The procedure was completed another taxus liberte stent, size unspecified. No patient complications were reported and the patient's status is stable. However, the returned product revealed a shaft tear.